Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported the catheter was being placed into the pt's arm with the use of the vps. During insertion, the rn noted the doppler waveform was intermittent and non-helpful. There were periods without a waveform and some of the waveform was poor quality with yellow triangle. More importantly, there was no orange oval. An x-ray was performed to see the catheter tip was in the pt's ij. They never received a stop symbol. As a result, the catheter was removed and the rn ended up placing a midline without the use of the vps.